Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump over infused precedex during patient therapy pediatric intensive care unit (picu). Upon inspection, the medication bag and tubing were completely dry. Air was able to be pushed beyond the pump without alarm, but didn't reach the patient. The volume to be infused (vtbi) on the pump was 3.8 ml at an ordered rate of 6.8 ml/hr, so 34 minutes remained on the infusion. At programming, the vtbi was 40 ml (medication was a 50 ml bag), so shouldn't have run dry at that time. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the device was received for evaluation. An event history log review was performed, and the reported infusion cannot be confirmed in the logs as no infusion parameters were provided for this report. A downstream (distal) occlusion sensor test was performed, and the results passed. An upstream occlusion sensor test was performed, and the results passed. A flow rate accuracy test was performed, and the results passed. The reported condition was not verified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.